Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor in 2002. Sought medical attention for embedment and infection at the piercing site in 2002. An incision and simple removal was performed and oral antibiotics were prescribed.